Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 15944807, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that during an ipg replacement procedure, the physician found out that the patients lead was fractured and was showing high impedances.